Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor could not connect with the implantable device. No other troubleshooting indicated. The remote monitor remains in use. The implanted device remains in use. No patient complications have been reported as a result of this event.